Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level ranged from 512- over 600 mg/dl. Customer gave a manual injection to address issue. Reportedly, pump supplies were changed to resolve issues.